Event description:
Reporter alleged the patient received the results of 31 mg/dl, 591 mg/dl and 30 mg/dl back to back within 10 minutes on the inform system. Reporter states that the patient was experiencing hypoglycemic symptoms and was treated with 1 ampoule of dextrose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.